Event description:
Baxter received a report from a baxter technician stating the bed would intermittently and unintentionally lower. The bed was located at the account. There was no patient user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The baxter technician suggested to isolate the foot pedal controls one at a time. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in august 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.